Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 450 mg/dl. The customer was treated with manual injection. After the troubleshooting was done, the customer was advised that we would send tubing clamp and call back once receive to do high pressure test. Customer was advised that serter would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.